Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's nurse alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced an elevated blood glucose level of 28 mmol/l and diabetic ketoacidosis. The patient was unsuccessful in lowering her blood glucose level via her infusion device. The patient went to the hospital where she received an infusion to correct her blood glucose levels. The infusion device was requested to be returned for product evaluation.